Manufacturer narrative:
Additional information received from the initial reporter on 08apr2016 and includes: the instrument is made of a screwdriver and a retraining sleeve. During assembling, the sleeve is slid downward in order to engage the screw head. When inserting a screw, the sleeve should have stayed positioned on the screw head. But it was sliding upward, disengaging the screw head little by little. After noticing this, he tried to manipulate the screwdriver with one hand and retain the sleeve at its correct position with the other hand in order to keep the screw head engaged. Batch review performed on 02 may 2016. Lot 1552567: (B)(4) items manufactured and released on 29 february 2016. No anomalies found related to the problem. To date, (B)(4) events have been reported on items of the same lot. Batch review performed on 03 may 2016. Cervical plate screw remover, code 03.70.10.0002, lot. 1316456. (B)(4) items manufactured and released on 25 june 2014. No anomalies found related to the problem. To date, no similar events have been already reported on items of the same lot. Batch review performed on 06 may 2016. Cervical plate screwdriver retaining sleeve, code 03.70.10.0033, lot. 1552568 (2 items involved in this case). (B)(4) items manufactured and released on 04 april 2016. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. Preliminary inspection made by the r&d project manager on 06 may 2016: based on the event description, it appears that the bone was very hard as just during the first screw insertion was noted unusual torque resistance together with abnormal noise. To ease screws insertion, complete pilot hole preparation had to be done using both the drill-bit and the associated tap. It is not yet clear why the users preferred to insert the last screws with the screw removal (03.70.10.0002) , since that second driver 03.70.10.0032 was available. This should be considered misuse. On the same day the retrieved items were inspected by the same r&d person, with the following comments: during the visual inspection was observed that 3 out of 4 screwdriver prongs ( 03.70.10.0032) were broken as per fragile fracture, while the prongs of the screw remover ( 03.70.10.0002) were only deformed. There were two retaining sleeve ( 03.70.10.0033) that were intact and functional.

Event description:
After positioning a mecta-c plate, the surgeon started to insert the screws. From the first screw, the surgeon could hear an abnormal noise when screwing. After a few screws, three of the four tips of the first screwdriver broke. The surgeon managed to get one of them out but couldn't find the two remaining (evacuated by the aspiration system or remained into the patient). Then, he used a second screwdriver for the next screws. He had the feeling that the sleeve was sliding up the screwdriver when screwing. He tried to keep it down manually. After inserting a few screws, the tip of the second screwdriver got twisted, and it was not possible to engage a screw on it anymore. The last (10th) screw was not inserted. Instruments will be sent back to medacta international for investigation. Operation completed successfully.

Manufacturer narrative:
On 06 july 2016 it was prepared a final report with the information already submitted in the initial report. On 25 july 2016 the report was sent to the initial reporter and the case was closed.